Event description:
During a shoulder procedure, the surgeon bent the tip of the device until it broke off. The tip could not be retrieved and remains in the patient. Hospital reported no further consequences with the patient as a result of this event. This device is used for treatment.